Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) occurred during the bolus delivery and the cartridge was cracked. The customer's blood glucose was 156 mg/dl. Additionally, the insulin gauge inaccurate. The customer declined further troubleshooting, loaded a new cartridge, and resumed delivery.